Event description:
It was reported by the affiliate that during an unknown procedure, the device worked without any problems for the first time of use. The surgeon used a second reload unit, and the staple line was not complete. No pt consequence reported. Device and four reloads will be returned.